Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set cannula kinked event on (B)(6) 2025 and (B)(6) 2025. The event occurred within three hours after insertion. The infusion set was in use for three days. The insertion site was upper buttocks the patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.